Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was not found within the investigation window. However, no readings/ sensor error/ brief sensor issue was found in connection to the reported allegation. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2024, around 12pm, the patient was feeling very weak and was vomiting. The cgm (continuous glucose monitor) had been in signal loss for approximately three hours, therefore, no cgm values were available. The patient was not using a bg (blood glucose) meter as a back-up while the cgm was in signal loss. The patient¿s grandparent took him to the ER (emergency room). At the ER, the patient was treated with an unspecified IV (it was not specified if this were to treat hypo or hyperglycemia) and was discharged home 2 days later. The patient was feeling normal at the time of the report. Data investigation could not confirm signal loss. However, no readings/ sensor error/ brief sensor issue was found in connection to the reported allegation. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).